Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by carbonez, k., kefer, j., sluysmans, t., & moniotte, s. (2022). Treatment of a severe distal thoracic and abdominal coarctation with cutting balloon and stent implantation in an infant: from fetal diagnosis to adolescence. Health science reports, 5(3), e625. Https://doi.org/10.1002/hsr2.625, a palmaz genesis xd on opta balloon migrated to the proximal part of the thoracic aorta on inflation. The stent was recovered on a 6mm opta balloon and pulled back into position. The 19 mm length stent covered only the proximal part of the coarctation, and a second palmaz® pg1910p stent mounted on a 6 mm opta® balloon was placed in the distal part of the coarctation. Because of the migration of the first stent, there was an 11 mm gap between the two stents with a 4-5 mm aortic diameter between the two stents with a 17 mmhg residual pressure gradient. The procedure was considered successful at this stage. The patient was discharged from the hospital after 3 days, with monthly clinical and echo fu evaluations in clinics. A CT angiogram one month after stent implantation revealed an aortic aneurysm between the two stents. The aneurysm diameter increased up to 12 and 15 mm, respectively, on the control CT performed 2 and 4 months after stent implantations. A second catheter intervention was performed eleven months later to implant a non cordis covered stent to exclude the aneurysm to prevent rupture. Both stents were dilated with a 8 mm opta®balloon, followed by deployment of a long premounted covered 12 mm × 61 mm × 120 cm non cordis stent covering the aneurysm and both stents. However, the professor stated there was no technical problem related to the stent. The stent was crimped over the balloon but migrated proximally at inflation. It was recovered and puled back into place and then inflated correctly in the correct position. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported in the literature article by carbonez, k., kefer, j., sluysmans, t., & moniotte, s. (2022). Treatment of a severe distal thoracic and abdominal coarctation with cutting balloon and stent implantation in an infant: from fetal diagnosis to adolescence. Health science reports, 5(3), e625. Https://doi.org/10.1002/hsr2.625, a palmaz genesis xd on opta balloon migrated to the proximal part of the thoracic aorta on inflation. The stent was recovered on a 6mm opta balloon and pulled back into position. The 19 mm length stent covered only the proximal part of the coarctation, and a second palmaz® pg1910p stent mounted on a 6 mm opta® balloon was placed in the distal part of the coarctation. Because of the migration of the first stent, there was an 11 mm gap between the two stents with a 4-5 mm aortic diameter between the two stents with a 17 mmhg residual pressure gradient. The procedure was considered successful at this stage. The patient was discharged from the hospital after 3 days, with monthly clinical and echo fu evaluations in clinics. A CT angiogram one month after stent implantation revealed an aortic aneurysm between the two stents. The aneurysm diameter increased up to 12 and 15 mm, respectively, on the control CT performed 2 and 4 months after stent implantations. A second catheter intervention was performed eleven months later to implant a non-cordis covered stent to exclude the aneurysm to prevent rupture. Both stents were dilated with a 8 mm opta® balloon, followed by deployment of a long pre-mounted covered 12 mm × 61 mm × 120 cm non cordis stent covering the aneurysm and both stents. However, the professor stated there was no technical problem related to the stent. The stent was crimped over the balloon but migrated proximally at inflation. It was recovered and pulled back into place and then inflated correctly in the correct position. The products were not returned for analysis. 2022-00185572-1 no lot number was provided therefore a product history record (phr) review could not be generated. 2022-00185572-2 no lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent offset/out of position - in patient¿ and ¿aortic aneurysm¿ were confirmed through analysis of the images of the procedure contained within the literature article. The exact cause of the reported event could not be determined during analysis. There is a large gap between the two palmaz stents noted, with subsequent formation of an aneurysm in the gap between them. The issue was resolved by successful implantation of a non-cordis covered stent to exclude the aneurysm. According to the safety information in the instructions for use ¿indications for use the palmaz genesis peripheral stent is indicated for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch and for palliation of malignant neoplasms in the biliary tree.¿ theis device is not indicated for pediatric use, therefore this is considered off label usage. Based on the information available for review, vessel characteristics or procedural/handling factors may have contributed to the event. A risk assessment has been opened to further investigate this issue.

Event description:
As reported in the literature article by carbonez, k., kefer, j., sluysmans, t., & moniotte, s. (2022). Treatment of a severe distal thoracic and abdominal coarctation with cutting balloon and stent implantation in an infant: from fetal diagnosis to adolescence. Health science reports, 5(3), e625. Https://doi.org/10.1002/hsr2.625, a palmaz genesis xd on opta balloon migrated to the proximal part of the thoracic aorta on inflation. The stent was recovered on a 6mm opta balloon and pulled back into position. The 19 mm length stent covered only the proximal part of the coarctation, and a second palmaz® pg1910p stent mounted on a 6 mm opta® balloon was placed in the distal part of the coarctation. Because of the migration of the first stent, there was an 11 mm gap between the two stents with a 4-5 mm aortic diameter between the two stents with a 17 mmhg residual pressure gradient. The procedure was considered successful at this stage. The patient was discharged from the hospital after 3 days, with monthly clinical and echo fu evaluations in clinics. A CT angiogram one month after stent implantation revealed an aortic aneurysm between the two stents. The aneurysm diameter increased up to 12 and 15 mm, respectively, on the control CT performed 2 and 4 months after stent implantations. A second catheter intervention was performed eleven months later to implant a non cordis covered stent to exclude the aneurysm to prevent rupture. Both stents were dilated with a 8 mm opta®balloon, followed by deployment of a long premounted covered 12 mm × 61 mm × 120 cm non cordis stent covering the aneurysm and both stents. However, the professor stated there was no technical problem related to the stent. The stent was crimped over the balloon but migrated proximally at inflation. It was recovered and puled back into place and then inflated correctly in the correct position. The devices will not be returned for evaluation.